Event description:
The customer reported that during a laparoscopic sleeve gastrectomy, minor bleeding occurred although an end tone, indicating a completed seal cycle was heard. This occurred after 4 of 8 activations at the beginning of the case. Another ligasure was opened to complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.